Event description:
Company rep received ultrasonic burn on finger during demonstration of product. User had been trained on proper use of the device prior to the burn. Burn is healing without further complications.